Manufacturer narrative:
Correction: on 27-jun-2024 it was noticed the incorrect date of 29-feb-2024 was reported in field "g3. Date received by manufacturer" of the 3500a initial medwatch report. Please consider the correct date to be 8-mar-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the device could not be flushed. The medical team suspected that there was a constriction or a blockage present. The correct settings were selected on all available equipment. The catheter was properly flushed before insertion into the patient and the pentaray functioned as expected. An error was detected with the irrigation during use and the irrigation was tried outside of the patient. The catheter was repeatedly tried to be flushed and the tubes with the three-way tap were removed and reattached to the irrigation system. After the user felt that the catheter could not be properly flushed, the catheter was replaced with a new catheter. The new catheter flushed without any problems and the procedure was completed successfully. No patient consequences were reported.

Manufacturer narrative:
On 3-apr-2024, the product investigation was completed as the device was not returned for analysis. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31171684l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 29-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the device could not be flushed. The medical team suspected that there was a constriction or a blockage present. The correct settings were selected on all available equipment. The catheter was properly flushed before insertion into the patient and the pentaray functioned as expected. An error was detected with the irrigation during use and the irrigation was tried outside of the patient. The catheter was repeatedly tried to be flushed and the tubes with the three-way tap were removed and reattached to the irrigation system. After the user felt that the catheter could not be properly flushed, the catheter was replaced with a new catheter. The new catheter flushed without any problems and the procedure was completed successfully. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the shaft. A manufacturing record evaluation was performed for the finished device number lot 31171684l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).